Event description:
Customer reportedly received results of 875 and 900 mg/dl on the aviva system, which are outside of the meter's numeric reading range of 10-600 mg/dl. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.